Event description:
It was reported that during a pci procedure, the quantum maverick balloon ruptured. The balloon was used to pre-dilate a severely calcified, 90% stenotic lesion located in the left circumflex (lcx) artery. The physician inflated the balloon successfully twice, to 12 atm and 16 atm respectively. On the third inflation the quantum maverick balloon ruptured at 18 atm. The procedure was successfully completed with a stent. There were no reported patient complications. Patient status listed as "good."

Manufacturer narrative:
The device was not returned from the user facility. Therefore, a technical analysis could not be carried out. A root cause of the event could not be determined. The device history records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.